Event description:
It was reported that during a system upgrade, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced. Patient was stable after procedure.

Manufacturer narrative:
External insulation abrasion was noted at 7.7-7.9cm and 13.6-13.8cm from the connector pin and at 46.0-46.3cm, 42.0-42.7cm, and 39.4-39.8cm from the distal tip, consistent with lead friction to the device can, and at 8.3-8.6cm and 8.1-8.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.